Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient was in pain, so she went to turn the ins stimulation "up a bit", but she felt a surge of electricity go through her, so she had to turn the ins off to "make it quite". Patient reported that she "waited a bit" and tried it again and the same thing, it just really big surge of electricity. Patient reported that she felt the electrical surge (B)(6) 2017 at 1:00pm and immediately had to find somebody to help. Patient was in pain and with the holidays approaching, she did not know what to do. Patient reported she already tried adjusting stimulation several times since initially feeling the surge of electricity, but kept getting the surge (when she adjusted stim). Patient confirmed that the ins was off. Patient was redirected to health care professional (hcp) to get a rep scheduled as soon as possible. It was recommended that patient leave stimulation off for now until that is done. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of the surge of electricity is that they apparently had turned it too high although they did not realize it. Turning the volume down were the steps taken to resolve the surging of electricity. The issue had been resolved. No patient symptoms or complications were reported in this event.